Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(4); product ID: 9735825, serial/lot #: (B)(4). Hardware analysis of 9735825 (lot # 603001134) determined that the lemo connector was slightly out of round but still able to be plugged in. Unit would connect but showed faulted right away. Cable connection at the unit body was loose and could be a contributor to the fault. Hardware analysis of 9735825 (lot # 603001378) determined that the returned eminterface was bench tested for two hours and no issues were observed, as the unit functioned as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a breakout box faulted error was received on this unit. A medtronic representative attempted to move the breakout box to a separate unit but the same error occurred. (B)(6) 2022 interface update details, initial reporter occupation:(rep): additional information received reported that the new break out box was tested with the navigation system, and it would not connect. It was attempted to be connected to another navigation system on site, but it would not connect to that system either. A known working break out box was taken and was able to connect to both navigation systems.

Manufacturer narrative:
H2/h3/h6: the system was previously serviced in the field and failed testing due to the breakout box not working. The breakout box was replaced and the failure was resolved. Codes b01, c13 and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.